Event description:
The customer reported that erroneous free thyroxine (ft4) and thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system. This report is one of two reports, and represents the imprecise ft4 results generated from a unicel dxl800 access immunoassay system for one patient sample on (B)(6) 2011. The initial ft4 results were reported out of the laboratory and questioned by the chemical pathologist. The test was repeated on the same instrument, and recovered higher upon repeat. The repeat ft4 result was considered valid and an amended report was issued. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Instrument ft4 quality control results recovered within the customer's established specification range during the timeframe of the event. The sample was drawn into a lithium heparin plasma tube. The specimen was sampled from the primary tube.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause has not been determined to date for this event. Associated mdrs for this event: 2122870-2011-02769, 2122870-2011-02875.